Manufacturer narrative:
The insulin pump received with an intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump froze up on her. The up and down button were getting hard to press and were becoming unresponsive. Customer's blood glucose was 105 mg/dl. Customer didn't recall any significant event which may have cause keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.